Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('longer heavier and much more painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("feels like stabbing my left ovary"), dyspareunia ("sex hurt"), pelvic pain ("all the pain and heartache that all us women are going thru") and tooth disorder ("my teeth are horrible"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, adnexa uteri pain, dyspareunia, pelvic pain and tooth disorder outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, menorrhagia, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events ¿pelvic pain and ¿tooth disorder¿ were added. New reporter was added. On (B)(6) 2020: with fu 6. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('longer heavier and much more painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("feels like stabbing my left ovary") and dyspareunia ("sex hurt"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, adnexa uteri pain and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 2 & 3 process together. Removal surgery added to event menorrhagia on 23-mar-2020: fu 2 & 3 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.